Manufacturer narrative:
(B)(4). Additional information: the device was returned and an evaluation is complete. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Visual inspection was performed with the naked eye and noted a ruptured bladder. The ruptured bladder was microscopically examined and revealed no signs of abnormality. The reported condition was verified and the cause is unknown. A nonconformance has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the bladder of a small volume intermate ruptured during filling. There was no patient involvement. No additional information is available.